Event description:
A male underwent initial aaa repair in 2007. The physician placed one flex main body and two iliac leg grafts. Over time, a proximal type I endoleak developed, and it looked like the main body was low. In late 2008, the physician placed a renu cuff about 10mm above the fabric of the original zenith with a positive outcome. There was no endoleak at the completion of the procedure. The patient is fine.

Manufacturer narrative:
The device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. At this time, we are unsure exactly why the endoleak occurred but an internal clinical review indicated that it was most likely due to anatomical changes in the patient over time. We have notified the appropriate individuals, and we will continue to monitor for similar events.